Manufacturer narrative:
According to the customer on 4/4, "while drawing up a medication, a nurse noticed a hair floating in the syringe. It appears to be an eyelash. The medication was discarded and the syringe was isolated". The customer confirmed that the foreign material was inside the fluid pathway. The customer stated there was no patient involvement. A sample is available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on 4/4, "while drawing up a medication, a nurse noticed a hair floating in the syringe. It appears to be an eyelash. The medication was discarded and the syringe was isolated".